Event description:
Pt had insertion of triple lumen subclavian catheter on 6/4/94 for tpa. 6/7 pt found lethargic with cyanosis of face and chest which progressed to a full cardiorespiratory arrest with electromechanical dissociation. Resuscitative efforts failed to restore vital signs and the pt was pronounced dead. An autopsy was performed identifying a right ventricular focal mural thrombosis consistent with perforation. After review of literature pertaining to complications associated with myocardial perforation and tamponade there is reason to suspect that the catheter may have contributed to the perforation.